Event description:
Event description guidant received information that three days post-implant of this pacemaker, this patient presented to the hospital with dizziness. Pauses in pacing or loss of capture was observed. Lead measurements were verified, therefore, it was determined that the cause of the loss of therapy was the device. Subsequently, the pacemaker was explanted, replaced and returned for analysis.